Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Summary of investigational findings: based on the available information it is unknown which retrieval attempts were performed and the techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is not possible to comment on the alleged "damages". There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. Cook medical will continue to monifor for similar events.

Event description:
Description of event according to complainant: it is alleged that "on (B)(6) 2015, [pt] had a gunther tulip filter installed into her inferior vena cava at (B)(6) hospital in (B)(6). On (B)(6) 2015, an attempt was made to retrieve [pt]'s filter. Her filter is irretrievable and is permanently stuck inside of her". Patient outcome: it is alleged that "as a result that her filter is irretrievable , [pt] has suffered damages".

Manufacturer narrative:
(B)(4) age of time of event: unknown as information was not provided. Weight: unknown as information was not provided. Date of event: unknown as information was not provided. Brand name: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Device manufacture date: unknown as lot# is unknown. Summary of investigational findings: based on the available information it is unknown which retrieval attempts were performed and the techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is not possible to comment on the alleged "damages". There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "on (B)(6) 2015, [pt] had a gunther tulip filter installed into her inferior vena cava at (B)(6). On (B)(6) 2015, an attempt was made to retrieve [pt]'s filter. Her filter is irretrievable and is permanently stuck inside of her". Patient outcome: it is alleged that "as a result that her filter is irretrievable , [pt] has suffered damages".

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the plaintiff alleges device is unable to be retrieved, leg swelling such that she is unable to walk, chest pain, shortness of breath, and depression.¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain, shortness of breath and depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the available information it is unknown how retrieval attempts were performed and by which techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is not possible to comment on the alleged "damages in an amount to be proven at trial." There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "on (B)(6) 2015, [pt] had a gunther tulip filter installed into her inferior vena cava at (B)(6) hospital in (B)(6). On (B)(6) 2015, an attempt was made to retrieve [pt]'s filter. Her filter is irretrievable and is permanently stuck inside of her." Patient outcome: it is alleged that "as a result that her filter is irretrievable , [pt] has suffered damages."

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 05/09/2016 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2015 due to bilateral lower extremity dvts, pe, and pericardial effusion, with anticoagulation contraindicated. On (B)(6) 2015 she allegedly developed acute bilateral lower extremity dvts which the attending physician thought were ¿almost certainly from the filter and being off of anticoagulation.¿ an unsuccessful filter retrieval attempt allegedly occurred on (B)(6) 2015. The plaintiff alleges device is unable to be retrieved, leg swelling such that she is unable to walk, chest pain, shortness of breath, and depression.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation. Investigation was reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "occlusive thrombus, unable to retrieve, swelling, chest pain, shortness of breath, and depression." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc filter thrombus, or clot in ivc filter, is an outcome where the filter has either entrapped a clot that has embolized from an upstream source, such as a deep vein thrombus, or where a clot has formed on or within the filter. Filter thrombus can either resolve through the process of thrombolysis, remain stationary without subsequent sequelae, or alternatively provide a nidus for additional clot formation. The presence of a filter thrombus could preclude the removal of the filter during a retrieval process due to potential dislodgement of the thrombus which could cause a downstream occlusive event, e.g. Pulmonary embolism. Ivc filter thrombus is documented by ultrasound (us), CT, mr imaging or venography. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain, shortness of breath, swelling and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that per retrieval report (attempted), (B)(6) 2015, : "inferior vena cavagram was then performed, revealing globular filling defect involving the filter. Description of findings: large thrombus involving the inferior vena cava filter with likely occlusive thrombus / thrombosis of the infrarenal inferior vena cava . Glidewire would not advance across the thrombus. Large thrombus involving the inferior vena cava filter with evidence of occlusive thrombus/ thrombosis of the infrarenal inferior vena cava, likely chronic".